Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill two of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was reported that there was a loose connection which resulted in a disconnection between the heater line of the homechoice cassette and the heater bag. Renal therapy services (rts) explained the need to end therapy and start over with new supplies. Rts advised to contact their peritoneal dialysis registered nurse regarding the issue. Proper procedures per the user manual was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.